Event description:
It was reported that the patient was no longer getting coverage in pain areas. Multiple contacts with high impedance were noted. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not return.